Event description:
It was reported that during a shoulder scope rcr the tip broke inside the patient. The pieces were removed using a grasper. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 5.5mm twinfix ultra ti anchor assembly was returned for evaluation. Visual assessment of the devices confirmed the reported complaint of breakage. The distal tip of the inserter shaft that interfaces with the anchor has broken off at the weld. Examination of the weld bead characteristics confirmed adequate penetration between the welded components. As reported no instrumentation was used to prepare the insertion site. The condition of the inserter indicates it was subjected to excessive force during use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.